Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported issue was not performed as it was confirmed through whitelist review. This issue is confirmed. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the software requirement and specification document, (B)(4). Upon review of the compatibility list, it was confirmed that the motorola moto g35 device with android 14 os is not supported by minimed mobile app version 2.8.0. Helpline was informed of this incompatibility and asked to communicate this information to the customer with recommendations to use a mobile device listed on the compatibility list. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.